Event description:
It was reported that a tct75 was used during a wedge resection. It was reported by the affiliate that the firing knob stopped in the middle of the firing stroke. A new device was used to complete the case. There was no consequence to the patient.